Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00048. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that proximal pressure sensor failed to adjust zero. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem and found the data board to be faulty. The customer replaced the data pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.